Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries and the aneurysm were reported to have a lot of thrombus. It was reported the patient was very sick. The sma had 99% stenosis and prior to the aneurx device implant, the sma and left renal arteries were stented. During insertion of the bifurcated device, there was a dissection in the left common iliac artery. The patient threw a lot of thrombus which went distal causing occlusion of both iliac limbs. The patient's legs and abdomen became modelled. A CT was done and showed the contralateral limb was a little high and bare metal stents were implanted bilaterally each 1 cm above the flow divider. The contralateral side was severely angled and also bare metal stents were implanted to ensure blood flow. Thrombus was removed with a catheter from the left common iliac artery. The left hypogastric was stented with good result; however, the bowl had been compromised. The patient had lost a lot of blood and expired the next day. No additional information was provided.